Event description:
It was reported that during testing, the attachment device was making loud screeching sound. During in-house engineering evaluation, it was observed that the device had vibration. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which determined that the device had failed for noise and vibration testing. Therefore, the reported condition was confirmed. It was determined that this was due to worn out bearings. The assignable root cause was determined to be normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.